Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and noted that the malfunction code did not recur after the reset.